Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure with a farawave catheter, the catheter presented an irrigation issue. It was attempted to flush the catheter, realized there was no flush. The fluid bag and line were replaced with no success. Then the catheter was changed out due to possible kinking. The procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Additional information added to b5: describe event or problem. Based on additional information provided boston scientific no longer consider the event to be reportable, the device was unable to prepared for use. No patient complications occurred. The event would not likely cause or contribute to death or serious injury if it were to recur. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure with a farawave catheter, the catheter presented an irrigation issue. It was attempted to flush the catheter, realized there was no flush. The fluid bag and line were replaced with no success. Then the catheter was changed out due to possible kinking. The procedure was completed without patient complications. The device is expected to be returned. It was further reported that the issue occurred during preparation and was a failure to flush or prepare the device for use, not an irrigation issue during the procedure. The device was disposed and will not be returned for evaluation.